Event description:
Six patients were burned at the usual settings per contact. Test spots were performed. Patients called back after the treatments to notify customer of dark pigmentations. Customer did not return completed data sheets but did provide partial treatment parameters by telephone. Burns ranged from superficial to second degress and occurred during the period 10/2005-11/2005.